Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the atrial lead was explanted and replaced due to an "acute angulation." The physician was concerned about a potential fracture with this lead related to the acute bend. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; distal segment was returned and analyzed. Apparent explant damage. Outer insulation melted. White substance on outer insulation. Blood in/on all conductors and helix/lobe mechanism.

Event description:
It was reported the atrial lead was explanted and replaced due to an "acute angulation." The physician was concerned about a potential fracture with this lead related to the acute bend. No patient complications were reported as a result of this event.